Event description:
The customer contacted physio-control to report that their device would have power on but stops and continually beeps. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use reported for this event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer received a replacement device. Physio further evaluated the customer's device but was unable to determine a root cause for the power issue.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would have power on but stops and continually beeps. . In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use reported for this event.